Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown concentration for a total dose of 8mg/day via an implantable pump for non-malignant pain. It was reported that the pump had dropped a couple times and the healthcare professional (hcp) had to reposition it. It was noted that the pump was not fitting wellwith the body structure as it was laying on the patient's leg. It was noted that the hcp repositioned the pump twice. No symptoms were reported. The patient thought (B)(6) 2016 for the first time the pump moved, and (B)(6) 2017 for the second time the pump moved. Event date was noted as (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-aug-25 reported previously reported information and pain. On an unknown date (patient thought (B)(6) 2016), the patient stated the first time the pump was moved, their pump location was red and irritated all the time. It was noted that if they do not wash it every day they get a yeast infection. In 2017 (two times ago/two refills ago), the patient stated the healthcare professional (hcp) started decreasing the medication and was not feeling well and was in late pain. On (B)(6) 2017 the patient noted their pump has been stinging. It was noted the patient was referred to another hcp to reposition the pump because the patient looked so bad. It was noted the patient was receiving unknown morphine with unknown concentrations for a total dose per day of 7.75mg/day and 10mg/day. The patient was redirected to hcp regarding going to a smaller pump, repositioning, and pain needs. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-17, additional information was received from the patient. The patient stated that they have a 40 ml pump in and wanted to go back to a 20 ml pump because the pump had "fallen twice" and had to be repositioned. The hcp was telling the patient that it was "because of her anatomy". The patient reported additional symptoms; it burns her, pains her and she has to put a lidocaine patch over the pump area and her "belly button is almost gone". The patient stated it was "not really a problem with her belly button but she has to clean that because the way he's got the pump in there now he 'glued it' and she had to clean the pump area because it builds up yeast, itches, and stings her and if she bends over wrong, it will 'pinch on me'". The patient also stated they were "dying in pain". An updated event date of (B)(6) 2015 was reported. The pump was currently delivering morphine at 3.8 mcg/day. The patient's medical history included "over 7" back surgeries and the patient would have to have another and was really concerned about the 40 ml pump being so huge. The patient confirmed the back surgery they were referring to was not related to the pump and it was related to the reason the patient has the pump. The patient's spine was fused from t2 to the sacrum and they had very bad kyphosis because the top two didn¿t fuse, so they would have to have another back surgery. The patient noted they had an upcoming knee surgery.

Manufacturer narrative:
Additional review determined the device code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.